Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed. The console was not sent back to field services (fs) for investigation. According to the field representatives, the cause of the issue was use related. The battery transport switch was not enabled. The battery transport switch must be enabled for the batteries to be engaged and connected to the console's power battery manager (pbm).

Event description:
The complainant reported that a patient on impella support experienced a "battery failure" alarm noted when console turned on. Console was subsequently swapped with a back up controller for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.